Manufacturer narrative:
The device was received but has not been evaluated yet. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag (cmag) console alarmed s3 alert while in used on a patient. After pressing the alarm acknowledge button, the alarm continued to reoccur, more than 4-5 times. Patient remained stable with the cmag speed 4200 rpm and no change in flow from the patient's baseline. The patient has been on support for approximately 1 week. The patient equipment was changed to the backup motor and console. No further information provided.

Manufacturer narrative:
Device manufacture date: additional information. Manufacturer's investigation conclusion: the reported event could not be confirmed during the investigation of the returned centrimag motor (serial number (B)(6). The motor was evaluated and tested by tech service. The reported complaint could not be duplicated during their testing. The motor was tested with a test console. The motor was operated at different speed settings and no error messages were reproduced. The motor performed as intended. The motor's cable was inspected and no issues were identified. Full functional checkout was performed per the centrimag motor service process and the motor passed all tests. The returned motor was found to function as intended. As a result, the root cause of the reported event could not be conclusively determined nor correlated to the returned motor. The tested device was returned to the customer site. Reports of similar events will continue to be tracked and monitored. The 2nd generation centrimag system operating manual section 4-"warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10-"emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1-"appendix I - primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The manufacturer is closing the file on this event.